Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the complaint device va-lcp-2-column plate (product code: 04.111.531, lot number: 202p451) was returned to cq west chester for investigation. The screw holes on the plate were stripped at multiple points and the surface of the plate had several scratches which could have happened during surgery. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Va-lcp two column drp 2.4, se_226575 rev h (current) and rev g (manufactured) dimensional inspection: a dimensional inspection could not be performed as it is evident that the hole threads were stripped. Measuring device used: caliper (ca 122) conclusion: the plate holes had been stripped which could have happened during implantation, hence the complaint was confirmed. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - part # 04.111.531 lot # 202p451 manufacturing site: mezzovico release to warehouse date: 17 jun 2021 a manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the 2.4mm plate was unable to be placed in the patient and the unknown screw was stripped. There is no further information available. This report is for one (1) 2.4mm ti va-lcp 2-col dstl rad pl nrw 6h hd/3h shaft/lt. This is report 1 of 2 for (B)(4).